Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A globus field service engineer (fse) visited the account and replaced the computer and pib module per work order and no further issues have been reported. The system is fully operational. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
At 8:45am the robot was plugged in and turned on. Everything seemed to be working fine. Robot was left on and plugged in. 11:15am robot was rolled into surgery room 5 and plugged in. A o-arm spin was completed and the scan was loaded as a pre-op CT. Scan was loaded to the robot with no issues, and screws were planned according to level and bilateral orientation. Surgeon then began to fine tune the screws, and at this point the monitor shut off and monitor light turned red, a blue text box appeared saying "no sync". The screw began to reboot going through normal booting screws and then to login screen, as the screen was rebooting the monitor light was blue. We logged back in and the surgeon began fine tuning, then it shut down again. At this point I changed the outlet that the robot was plugged into as it rebooted. I noticed that the fans were turning off then back on during the rebooting process. Once rebooted and plan pulled up we received a "motion communication error" we clicked out of it and started to fine tune again. The surgeon was able to get a whole level done and then it did it again. We tried one more time before it rebooted a surgeon decided to bail on the robot.